Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump did not alarm to inform her that the reservoir was empty. The blood glucose reading was 366 mg/dl. Upon inspection, it was found that the reservoir still had insulin in it. The insulin pump failed the displacement test. Advised replacement of the insulin pump. The customer declined troubleshooting for high blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.